Manufacturer narrative:
A DHR review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the stenosis could not be confirmed. However, it is possible patient factors may have contributed to the valve stenosis, such as having cad, mild renal insufficiency with high-grade renal artery stenosis and atrophy of the left kidney, or due to being anemic which could be related to the patient's thrombocytopenia, and could have resulted in the patient being kept off anticoagulants. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 1 year, 3 months post successful tf viv tavr the patient's valve has failed and workup has been performed for a possible thv in thv. The implant was a success with no significant pvl and per medical records received, the physician states 'likely acceptable result from procedure'. Post op information did not list any other tvr related complications, and the patient was discharged on pod 5.

Event description:
Updated information was received. Two years post tavr the 23mm sapien 3 valve was treated with a bav and surgical valve fracture. Interventional cardiologist initially suspected halt and got a cta for analysis. It was determined that the 23mm s3 was under expanded. The plan was to bav for surgical valve fracture and if the gradient remained elevated to implant another 23mm s3u. Bav /surgical valve fracture was performed with a post gradient of 7mmhg. No further intervention was needed.

Manufacturer narrative:
Added additional information.